Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported to vyaire that the vela ventilator experienced a "low o2" alarm while on a patient. The customer confirmed that the ventilator was removed and a new ventilator was placed on the patient. There was no patient harm or injury associated with the reported issue.